Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain endoscopic polypectomy, the user successfully placed the loop over a polyp and tried to ligate the polyp using the subject device; however, the loop cut the polyp. It was also reported that bleeding in the target site occurred. The bleeding was reportedly treated with an uncertain clip and hot biopsy forceps endoscopically. There was no report regarding further injury and the procedure was reportedly completed using the subject device.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the control pipe in the handle was kinked, but there were no abnormalities related to the reported phenomenon. There were no abnormalities related to the phenomenon in the mfg record of the subject device. This report is being submitted as a medical device report in an abundance of caution.